Event description:
Device was explanted due to infection. The infection was attributed to 'vasc device procedures.' The device was replaced on the same date. No injury to the patient was reported. Additional information has been requested.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.